Event description:
Surgeon reported, lap-band access port leaking, plastic septum housing split around the top edge, approximately 1 or 2 mm inferior to the silicone septum causing a leak. F/u findings: pt seen seven months prior explantation for fill, total 2.5 ml, three months later, weight had gone up 4 kgs with only 2 ml of fluid remained. Following the pt two months later, the pt had gained 2kgs more and only 0.25 ml of fluid remained in band.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."